Manufacturer narrative:
Related voluntary medwatch form: mw5148781.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to an unknown product performance issue. A new device was implanted. No additional patient effects were reported.